Manufacturer narrative:
(B)(4). The customer reporting the complaint to the FDA elected to remain anonymous; therefore an investigation could not be performed. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer submitted a voluntary medwatch report to the FDA (mw5074467) which stated: "at 0525 on (B)(6) 2017, the(B)(6) y/o pt had a witnessed cardiac arrest. The pt was noted to be in vfib. The crash cart was immediately brought into the room. The pt was appropriately hooked up to the lifepak defibrillator with pads and EKG leads. The defibrillator would not charge to deliver a shock to the pt despite being attached to the pt correctly. Multiple nurses and the pa at the bedside double checked all the corrections to the device and found it to be connected correctly and it still would not charge to shock. The screen kept repeatedly saying to connect electrodes even though they were connected. A second lifepak was quickly connected to the pt and the delivered. The pt obtained return of spontaneous circulation at 0530. The defibrillator was checked at the beginning of the shift and right after the equipment failed to work with a self-test. On both occasions, the defibrillator passed and printed a successful self test strip." The customer reporting the complaint to the FDA elected to remain anonymous. The patient's outcome is unknown.

Event description:
The customer submitted a voluntary medwatch report to the FDA (mw5074467) which stated: "at 0525 on (B)(6) 2017, the (B)(6) y/o pt had a witnessed cardiac arrest. The pt was noted to be in vfib. The crash cart was immediately brought into the room. The pt was appropriately hooked up to the lifepak defibrillator with pads and EKG leads. The defibrillator would not charge to deliver a shock to the pt despite being attached to the pt correctly. Multiple nurses and the pa at the bedside double checked all the corrections to the device and found it to be connected correctly and it still would not charge to shock. The screen kept repeatedly saying to connect electrodes even though they were connected. A second lifepak was quickly connected to the pt and the delivered. The pt obtained return of spontaneous circulation at 0530. The defibrillator was checked at the beginning of the shift and right after the equipment failed to work with a self-test. On both occasions, the defibrillator passed and printed a successful self test strip." The customer reporting the complaint to the FDA elected to remain anonymous. The patient's outcome is unknown.

Manufacturer narrative:
Section b2 outcomes attributed to the ae of the initial medwatch report was blank.section b2 outcomes attributed to the ae of the initial medwatch report should be "required intervention to prevent permanent impairment/damage (devices)".

Event description:
The customer submitted a voluntary medwatch report to the FDA (mw5074467) which stated: "at 05:25 on (B)(6) 2017, the (B)(6) y/o pt had a witnessed cardiac arrest. The pt was noted to be in vfib. The crash cart was immediately brought into the room. The pt was appropriately hooked up to the lifepak defibrillator with pads and EKG leads. The defibrillator would not charge to deliver a shock to the pt despite being attached to the pt correctly. Multiple nurses and the pa at the bedside double checked all the corrections to the device and found it to be connected correctly and it still would not charge to shock. The screen kept repeatedly saying to connect electrodes even though they were connected. A second lifepak was quickly connected to the pt and the delivered. The pt obtained return of spontaneous circulation at 0530. The defibrillator was checked at the beginning of the shift and right after the equipment failed to work with a self-test. On both occasions, the defibrillator passed and printed a successful self test strip." The customer reporting the complaint to the FDA elected to remain anonymous. The patient's outcome is unknown.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "required intervention to prevent permanent impairment/damage."